Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alerts indicated that the pacemaker exhibited atrial noise and declined ventricular sensing. These values are consistent with the patient¿s known baseline trend and remain stable. No changes or intervention were reported; the pacemaker will continue to be monitored. The patient was in stable condition.